Manufacturer narrative:
Image review: one still image received for analysis. Image depicts a launcher guide catheter. A torsional kink is evident to the catheter shaft immediately distal to the strain relief medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving one 6f launcher guide catheter, the catheter kinked in vivo. The kink occurred prior to reaching the coronary artery during ami treatment. There was no damage noted to the packaging. The device was inspected prior to use with no issues noted. No resistance was noted during insertion/delivery of the device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the device returned for evaluation. The guide catheter was loaded in an introducer on receipt of the device. A flattened/kinked section was evident to the shaft immediately distal to the introducer. The introducer could be removed with no issues noted. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the launcher was not kinked when advancing inside the introducer. The launcher was used with a non-medtronic introducer. No resistance noted while removing the device from the hoop/packaging. No extra force was applied during the insertion/delivery of the device. A non medtronic guide catheter was used to complete the procedure. Correction: patient sex and age a femoral approach was used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.